Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms during recent therapy delivery. The high out of range shock impedance measurements were noted to have previously been present starting in october 2025. During this most recent shock therapy, no codes were declared by the implanted system and the therapy received was deemed appropriate by the field. The patient was brought back into the hospital to have their rv lead replaced. During the procedure, the physician experienced difficulty removing the rv lead from its implant position. During an attempt to implant a new medtronic rv lead, the superior vena cava was punctured and the patient's condition deteriorated. While emergency surgery was attempted in order to save the patient, they eventually ended up passing away at the hospital. All evidence indicates the boston scientific rv lead remains in situ. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance (lvsi) measurements. This observation may be consistent with calcification of the defibrillation coil(s), however can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual inspection noted the lead was returned severed approximately 116 millimeters (mm) from the terminal end, with only the proximal segment of the lead being available for analysis. Setscrew marks were noted in the correct location on the terminal pins and ring. The returned segment passed continuity and hipot testing, indicating all conductors were intact and there were no electric shorts between conductors with the returned portion. The terminal seal ring was missing from the is-1 terminal and were not returned, furthermore the seal rings distal to the positive rate/sense terminal ring had also been cut. The is-1 identification tag was cracked in two placed and shows signs of moment. The investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms during recent therapy delivery. The high out of range shock impedance measurements were noted to have previously been present starting in (B)(6) 2025. During this most recent shock therapy, no codes were declared by the implanted system and the therapy received was deemed appropriate by the field. The patient was brought back into the hospital to have their rv lead replaced. During the procedure, the physician experienced difficulty removing the rv lead from its implant position. During an attempt to implant a new medtronic rv lead, the superior vena cava was punctured and the patient's condition deteriorated. While emergency surgery was attempted in order to save the patient, they eventually ended up passing away at the hospital. All evidence indicates the boston scientific rv lead remains in situ. No additional adverse patient effects were reported.